Event description:
It was reported that a malfunction occurred but no notable events happened prior to it. The customer's blood glucose level did not exceed 500 mg/dl. Technical support provided information to help reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happened again, which the customer acknowledged and understood.